Event description:
The customer reported, the ventilator failed extended self testing (est) due to exhalation pressure outside range. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm. The MFR's service tech was able to duplicate the reported problem. During testing, the exhalation pressure tested above specs. During normal operation, out of specification exhalation pressure could not be detrimental to the pt, the service tech replaced the exhalation valve to correct the finding. Est and performance verification testing was completed and the unit passed per operating specs.

Manufacturer narrative:
Results - exhalation valve.